Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited no bluetooth telemetry and no magnet response. No intervention was performed. The patient experienced no consequences.

Event description:
Additional information received notes that the implantable cardiac monitor (icm) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of no ble telemetry and no magnet response was confirmed. The provided information was reviewed, and the root cause of the issue could not be determined due to damage of the device battery during investigation and lack of the patient app log data. The device was unable to establish ble telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. A software investigation was performed and found the cause of field events to be due to the premature depletion of battery. Further analysis performed determined investigation findings to be inconclusive due to damage during analysis. The cause of premature battery depletion could not be determined.